Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing and review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Functional testing revealed that the device presented an audible alarm, and that the ac icon was not lit. The cause of the condition was determined to be a damaged power supply. To correct the condition, the power supply was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a flo-gard infusion pump had an unspecified audible alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.